Event description:
Information received from the field notes that the patient began to have symptoms of heart failure and presented to the emergency room. Loss of capture was observed on the left ventricular lead. Increasing the voltage to 7.5 v, 1.5 ms did not induce capture. Since the patient was not from the area, the device was programmed back to the original setting of 3.5 v, 0.5 ms.